Event description:
A report was received that the patient was experiencing pain at the lead site following a non-device related incident. The physician elected to explant the system as the patient believed the leads were causing the discomfort. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing pain at the lead site following a non-device related incident. The physician elected to explant the system as the patient believed the leads were causing the discomfort. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet model # sc-1110-02 (B)(4) description: ipg kit (without pull-through tunneler) the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.